Manufacturer narrative:
(B)(4). Medical products - bencox delta head: pn 01.01.041, ln 20dan01015 and pn 01.01.28, ln 133279 universal 2-hole liner p/n 14-103648 l/n 225330 e-poly liner p/n ep-105882 l/n 490120. Report source - (B)(6). Reported event could not be confirmed. The device was not returned for analysis. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The information provided indicates the acetabular shell was in 5 degrees retroversion; however, the surgical technique indicates the shell should be placed at approximately 20 degrees anteversion depending on patient anatomy. With the available information, the root cause of the event can be attributed to malpositioning or migration of the shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately twelve months post-operatively due to recurrent dislocation with onset approximately one month post-operatively. Information provided indicated that the hip was in 5 degrees of retroversion. Attempts to obtain additional information have been made; however, no more information is available at this time.